Event description:
Event description guidant received information that that this implantable cardioverter defibrillator (ICD) displayed noise on the ventricular channel that caused a non-sustained episode, oversensing, and pacing inhibition, however the patient was not symptomatic. The noise appeared non-physiologic, and could not be reproduced. The lead measuremetns were normal and stable.